Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the exhalation flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensors were replaced. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: 04/13/17 phone call, 04/17/17 phone call, 04/19/17 phone call. (B)(4).

Event description:
The hospital reported the unit had a ventilator failure during a case. The clinician switched to manual mode of ventilation to continue the case. There was no reported patient injury.